Event description:
The new information states that the patient was discharged to hospice with the following diagnosis: toxic metabolic encephalopathy, acute kidney failure, malnutrition, failure to thrive, urinary tract infection, atrial fibrillation, diabetes mellitus, bladder mass, dysphagia, congestive heart failure. There is no relation between the device and patient death.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device it was reported that the cause of death was unknown. No further information was available at this time.